Manufacturer narrative:
This event occurred in the united kingdom and the procedure is considered off label and it is not included in the intended uses of the device involved.

Event description:
Patient reported pain and prolonged recovery time following a dermal resurfacing procedure. Dermal resurfacing is an off label use of the device used.